Event description:
There was an allegation of an issue with the display of the coaguchek xs meter. The customer stated there were missing segments in the display. No actual misinterpretation of results occurred.

Manufacturer narrative:
The returned meter powered on with fresh batteries. A full display check revealed no missing or faded segments. No display malfunctions were observed. The returned product performed per specifications.